Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported issue. Evaluation was able to reproduce false downstream occlusion alarms when running a loaded test set and confirmed the issue. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the downstream sensor out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 2 pounds per square inch (psi). This indicates the device alarmed too soon for downstream occlusion detection. The reported problem occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.